Event description:
Plaintiff was employed as a physician who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering the following symptoms: asthma, rhinitis, respiratory problems, hives, contact dermatitis, extreme discomfort, depression and emotional distress.